Event description:
It was communicated on 02jan2026, that the vad coordinators tried to run log files. They saw the alarm history on the power module, but the system controller was alarming and only allowed silencing for 2 minutes. The vad coordinators were advised and planned to perform another system controller exchange. They also planned to try a new mpu since they were unsure if the problems were being caused by the patient¿s mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller ((B)(6)) was evaluated following the reported event of an alarm and controller exchange; however, it was determined that the system controller was unrelated to the cause of the reported event. System controller (B)(6)) remains in use, and no log files were submitted for review. Provided information stated that the reported issues resolved following the exchange to (B)(6). The reported event has been addressed under system controllers (B)(6) investigations. The reported event could not be correlated to an issue with this system controller. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 patient handbook, are currently available. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event